Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerline d/l catheter in two segments were returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported fracture and fluid leak issue as a rupture was noted between the purple luer and its corresponding extension leg. Upon infusion of the purple luer, a leak from the rupture was noted; aspiration was attempted and air and water were both aspirated into the syringe. A definitive root cause could not be determined based on the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported approximately six months post catheter placement, the catheter allegedly fractured and leaked. The procedure was completed using the same device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The investigation is inconclusive for the reported fracture and fluid leak. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 06/2024). (Result and conclusion) device not returned.

Event description:
It was reported that approximately six months post catheter placement, the catheter allegedly fractured and leaked. The procedure was completed using the same device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2024).

Event description:
It was reported approximately 191 days post catheter placement, the catheter allegedly fractured and leaked where catheter meets the hub of lumen. There was no reported patient injury.